Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was blank. The customer requested the part number for the user interface (ui) assembly to order and replace. The remote service engineer (rse) provided the customer with the part number for the ui assembly to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information is received the complaint file will be reopened.